Manufacturer narrative:
This is 1 of 3 MDR reports submitted for this literature article. Initial author of the published article is dr. Juhyun park.

Event description:
An article published in the journal of public library of science detailed results of retrospective study of 5-year outcomes of the greenlight photoselective vaporization of the prostate (pvp). The study consisted of 159 male patients with a mean age of 66.4 ± 7.1 years who underwent hps-pvp for symptomatic bph from january 2008 to march 2010. The article reports immediate postoperative complications of three cases of hematuria requiring catheterization and irrigation, but did not require transfusion, two cases of bladder neck contracture or urethral stricture leading to difficulty voiding that was resolved by endoscopic reoperation and five cases of sustained voiding symptoms requiring reoperation. This report is for three cases of hematuria.